Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6 (component code should be changed from 525 - tube to 4761 - access port). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the foreign material could not be identified. It is likely the foreign material remained in the device because there was a deviation in the reprocessing method and there was physical damage at the residue point. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the customer confirmed that there were abnormalities in the accessories used for reprocessing. The instructions for use states the detection methods associated with the event in instructions for tjf-q290v operation manual chapter 3, ¿preparation and inspection¿ and the prevention methods in instructions for tjf-q290v reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the evis lucera elite duodenovideoscope had dirt in forceps channel. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.